Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A practice development manager (pdm) reported patient received coolsculpting treatment and was presented with paradoxical hyperplasia(ph) post treatment.

Manufacturer narrative:
Additional information: a2, a3, a4, b5 (treatment date, area of concern, applicator), h6. Corrected data: b3, d1.

Event description:
Abbvie received additional information that the patient was treated on (B)(6) 2024 to the inner thighs, flanks, bra area and abdomen using the cooladvantage, cooladvantage petite and cooladvantage+ applicators and presented with paradoxical hyperplasia (ph).